Event description:
Caller reported that cartridge leaked insulin from the cartridge septum. There was no adverse impact to the customer's blood glucose level. Caller successfully changed cartridge and resumed insulin therapy, and a replacement cartridge was sent as a goodwill gesture.